Event description:
It was reported that during surgery the silver tip of the ruler detached and remained on the patient. Delay of less than 30min reported. Additional incisions required to remove pieces. All pieces accounted for. No back up reported.

Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual examination of the returned ruler indicated the metal end is slightly loose. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part revealed no prior complaints for the listed batch. A clinical analysis indicated that insufficient clinically relevant documentation was provided; therefore a thorough medical investigation could not be performed. However, based on the correspondence, the procedure was completed with the same device without further complication or retained foreign body and the patient impact was limited to the reported minimal surgical delay. No further medical assessment is warranted at this time. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.